Manufacturer narrative:
No patient information was provided by complainant. Age and weight were best estimated date of event unknown. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device is not marketed in the us, but a similar device is. Eit emerging implant technologies (B)(4) (eit) is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which eit has not been able to investigate or verify prior to the required reporting date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per CAPA (B)(4) driven by an audit, performed by the parent company johnson & johnson, it was evaluated that the complaint/incident on hand needs to be reported retrospectively.

Event description:
Plif cage implanted in l4/l5 that migrated 11 days after post surgery.